Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was presented for follow up with the implantable cardioverter defibrillator delivering inappropriate ant tachycardia therapy for an episode of atrial fibrillation with rapid ventricular response. Programming interventions were made. The patient was stable.